Event description:
It was reported that during a pediatric lobectomy procedure, the device fired, but no staples came out. Used a second like device to complete the case. There was no pt consequence reported.

Manufacturer narrative:
Info anticipated, but unavailable at this time.